Event description:
For the second time on this same pt, the maquet intra-aortic balloon ruptured. The pt has multiple co-morbidities including recent mi with cardiogenic shock. The balloon was removed. Family requested comfort care only so another one was not placed. This is the third event with a balloon rupture we have reported over the past few days. We are waiting for the MFR to pick up the 2 balloons we have retained. We do not have the box it came in, only the serial number on the balloon itself. Dates of use: 2 days, (B)(6) 2011.